Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the suture sleeve was observed to be outside of the pocket due to erosion. No intervention has been performed. The patient was stable and will continue to be monitored. Associated manufacturer report numbers: 2938836-2020-08249, 2938836-2020-08250, 2017865-2020-13436.